Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are f/u with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was unable to be set in the loader. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
A lot history record review was complete for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. Blood was not observed in the delivery tube. No evidence of blood was observed on the device. The slide lock was engaged. The plunger was not depressed on the delivery device. The delivery device was found positioned ion the loader as expected upon opening and inspection prior to use. The seal remained inside the loading device with the tension spring and anchor tab correctly positioned in the delivery device. The seal was visible through the window and was able to be loaded according to the "load the heartstring" and "remove the delivery device" steps 3 and 4 in the instructions for use. The device was inspected. After loading delamination, seal flare or tension spring misalignment was not observed. The following measurements were taken; the inner delivery tube diameter was measured. The outer diameter was measured. The length of the delivery tube was measured. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was unable to be confirmed. (B)(4).